Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. We are unable to provide the device manufacture date. If additional details become available, a supplemental report will be submitted. Block g2 literature source: andrea lisotti, francesca d'errico, pietro fusaroli, francesco decembrino, graziella masciangelo, tawfik khoury, giovanni barbara, sarah leblanc, vincent lepilliez, bertrand napoleon, gianfranco donatelliet. "Safety and efficacy of eus-guided pelvic abscess drainage with lumen-apposing metal stents for complicated acute diverticulitis" (gastrointestinal endoscopy (2025; 102:400-7). Https://doi.org/10.1016/j.gie.2025.02.003. Block h11: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
Boston scientific became aware of an event involving the hot axios stent and electrocautery-enhanced delivery system through the article "safety and efficacy of eus-guided pelvic abscess drainage with lumen-apposing metal stents for complicated acute diverticulitis" by andrea lisotti, et al. Per the article, 66 patients with complicated acute diverticulitis were evaluated across three referral centers between january 2019 and june 2023. Following multidisciplinary assessment, 53 patients underwent eus-guided pelvic abscess drainage using a hot axios lumen-apposing metal stent, typically when percutaneous drainage was contraindicated, not feasible, or unsuccessful. All patients received systemic antibiotics, and some were on anticoagulant or antiplatelet therapy. Procedures were performed under conscious sedation, deep sedation, or general anesthesia. A 78-year-old female patient presented with partial spontaneous lams migration three weeks after eus pad (procedure on (B)(6) 2021; migration on (B)(6) 2021). No specific treatment was required, although lams removal was scheduled within 12 hours. The patient recovered without sequelae and subsequently reported clinical success after eus pad, with no recurrence. Please refer to the referenced article for full clinical details and the complete listing of physicians and healthcare facilities.